Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-mar-24. The healthcare provider (hcp) replaced the catheter as a precautionary measure and did not request catheter analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer's representative on 2017-mar-20. It was reported that the catheter was replaced as a precaution since it appeared to have been twisted multiple times when the pump flipped. It was indicated that it would not be returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine 15 mg/ml at 2.5 mg/day via an implantable pump for non-malignant pain. It was reported that the hcp was unable to fill the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. The office did an abdominal x-ray to see that the pump was flipped. Surgery was performed to place the correct side of the pump up. Also, the catheter was replaced because it had twisted multiple times. The existing pump was then sutured in place. The issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s other known medications included a fentanyl patch. The patient¿s medical history was not available. There were no further complications reported or anticipated.